Event description:
It was reported that the patient with this pacemaker underwent an magnetic resonance imaging (MRI) with a non conditional system. This is considered off label use. The patient noted they had three previous mris in the past as well. A request for additional information was sent to the field in which no information was able to be obtained. The device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to normal battery depletion (nbd). A new device was implanted which remains in service. This pacemaker was returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header noted scratches on the header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device remains in service at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker underwent an magnetic resonance imaging (MRI) with a non conditional system. This is considered off label use. The patient noted they had three previous mris in the past as well. A request for additional information was sent to the field in which no information was able to be obtained. The device remains in service. No adverse patient effects were reported.